Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and assisted to clear the alarm. The cg explained that the hp had disconnected to use the restroom, but did not press stop first. The tsr then explained that cg would need to start over with new supplies, then advised cg to call nurse in the next 24 hours to inform her about what happened. The cg understood explanations, cleared alarms, would start over with new supplies and agreed to call the nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone and was determined to be a use error; therefore, a batch review and sample evaluation is not applicable for this report. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 1 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the patient disconnecting the patient line from the transfer set without pressing stop first. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). On (B)(6) 2010 during follow-up on the reported event, product surveillance was informed the home patient had passed away. Baxter is attempting to obtain additional information related to the patient's death. A follow-up report will be submitted when additional information becomes available.